Manufacturer narrative:
Reliability analysis inspected and opened a used enlite sensor and found sensor retracted inside sensor and broken. Found broken part inside sensor. Unable to confirm customer received sensor damage due to customer returned and opened it.

Event description:
A doctor reported via phone call that when the sensor was removed, there was no electrode and the data was not recorded. No further information was given.